Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2019 to re-position the magnet. This report is filed on july 23, 2019.

Manufacturer narrative:
This report is submitted on june 14 , 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (1.5 tesla) on (B)(6) 2019. Surgeon planned an revision surgery on (B)(6) 2019 to reposition the magnet. The implanted device remains.